Manufacturer narrative:
Other relevant device(s) are: product ID: 9 733467, software version: 2.3. No patient involved. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the site informed the representative that they had loaded an exam and it looked fine, but when the navigation system was going to be used later the images looked different on the system. No further information provided. No patient present.

Manufacturer narrative:
The exam in question is unavailable for analysis. A medtronic representative determined that without exam archives, there is insufficient information to determine whether a software anomaly contributed to the reported behavior. (B)(4). If information is provided in the future, a supplemental report will be issued.